Manufacturer narrative:
The situation at the time of the occurrence of the phenomenon was checked from the log of the local system. The arm was placed on the right side of the patient. C-arm started to rotate toward the patient's foot, and the fpd came into contact with the patient and the touch sensor was activated. As a result, c-arm stopped working. After that, the emergency stop switch was pressed. The emergency stop state was canceled by the reset switch. The short mode check runs when the emergency stop was released, so a short mode error was recorded. As for the short mode, it detected two inputs: trigger sw and analog stick tilt. Until the day before the occurrence of the phenomenon and by the time of the occurrence of the phenomenon on the day, there were no errors such as short mode or similar signs in the log. Follow-up MDR will be submitted upon completion of the investigation.

Event description:
When the patient was lying on the tabletop, the c-arm moved and the fpd contacted with patients face and chest. The touch sensor is activated, the c-arm stops working, and then the emergency stop switch was activated. Patient removed from table. H92 short mode errors showed on the screen. There was a 1 to 2 cm mark on patients left cheek. As a treatment, it was just ointment on his cheek and the chest. No surgical sutures were performed. After replacing the hyper handle, the system is running fine.

Manufacturer narrative:
The investigation confirmed as a result of the log analysis, that the signal relay board within the tableside console was shorted. H92 short mode error was recorded on the screen. At the time of the occurence, the arm was placed on the right side of the patient. The c-arm started to rotate toward the patient's foot side, and the fpd came into contact with the patient and the touch sensor was activated. As a result the c-arm stopped working. Following that the emergency stop switch was pressed. The emergency stop state was canceled by the reset switch. The short mode check runs when the emergency stop was released, so a short mode error was recorded. As for the short mode, it detected two inputs: arm rotation/sliding lever (rotation lever) and arm/tabletop operation start lever (start lever). Up until the time of the occurrence there was no error such as short mode or similar signs in the log. It is believed that this case that the independent input channels start lever and rotation lever with each related circuit were failure simultaneously is the first report from our market and an extremely rare case from the above cause estimation. Also, the phenomenon is stopped due to the appropriate safety function in the system at the event. In addition, this case was resolved by replacing the tableside console and it is believed that no further corrective measures are necessary for the system.

Event description:
It was reported that on (B)(6) 2024, while the patient was laying on the procedure table the image intensifier descended onto the patient striking his face and upper chest with the top of the c-arm. The technician activated the emergency stop switch and movement stopped and the patient was removed from the table. It was reported that the patient suffered a bruise to the chest and between an 1cm to 2cm cut to the left cheek.